Manufacturer narrative:
Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's hip was revised due to dislocation of the head from the constrained liner. Patient was revised to another head/liner combination of the same sizes.